Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain from right ventricular (rv) lead pacing. Revision of the lead was planned. The lead remains in use. No further patient complications have been reported as a result of this event.